Manufacturer narrative:
The patient's attorney initially reported a single kugel patch, which was filed with the FDA under MDR 1213643-2009-00395 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on a review of the medical records provided, a patient underwent repair of a right inguinal hernia on (B)(6) 1999 with a kugel hernia patch. On (B)(6) 2003, the patient underwent surgery for a recurrent right inguinal hernia, which was repaired with a second kugel hernia patch. The patient presented with complaints of pain and discomfort four weeks post-op. On (B)(6) 2003, an ultrasound was performed showing an inguinal hernia descending below the mesh on the right side. On (B)(6) 2004, patient underwent surgery to explant mesh and repair a recurrent right inguinal hernia with a non-bard mesh. Based on the timeframe and sequence of surgical events, it appears that the mesh partially explanted was the kugel hernia patch implanted on (B)(6) 2003. A non-bard mesh was implanted to repair the recurrent right inguinal hernia. Currently, it is unknown whether the device may have caused or contributed to the alleged event. The patient was reportedly treated for a hernia recurrence, which is stated as a possible adverse reaction in the product's instructions for use. Additionally, the medical records do not indicate that the mesh implanted on (B)(6) 1999 was explanted. Based on the information provided, no conclusion can be drawn. Refer to MDR 1213643-2009-00395 for the kugel patch implanted on (B)(6) 2003.

Event description:
Based on a review of medical records provided by the patient's attorney: (B)(6) 1999 - a kugel hernia patch was implanted to repair a right inguinal hernia. (B)(6) 2003 - a kugel hernia patch was implanted to repair a recurrent right inguinal hernia. (B)(6) 2003 - office visits note patient complains of pain and increased discomfort to incisional area (right inguinal area). (B)(6) 2003 - office visits note patient complains of pain to right groin area, right inguinal hernia identified. (B)(6) 2004 - patient presented with a recurrent right inguinal hernia. A kugel hernia patch was explanted. Repair of recurrent right inguinal hernia with a non-bard mesh.